Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported during hemodialysis treatment the machine did not remove the programmed weight. Per biomed tech the machine had been removed from service as the machine had been programmed to remove a total uf goal of 5000ml but did not appear to be removing the reported amount at the end of treatment. There were no diagnostic messages or audible alarms. The uf goal was originally set to 3000ml but the crit-line was going up so the uf goal was increased to 5000ml. At the end of treatment the uf removed showed 5000 ml but the patient weighed out at the same weight they came in at. The biomed tech confirmed there was no patient injury and no medical intervention was needed as a result of the reported event. Per biomed tech the machine was currently still out of service pending receipt and replacement of the uf pump. Additional information was requested.

Event description:
A user facility biomedical engineer (biomed tech) reported during hemodialysis treatment the machine did not remove the programmed weight. Per biomed tech the machine had been removed from service as the machine had been programmed to remove a total uf goal of 5000ml but did not appear to be removing the reported amount at the end of treatment. There were no diagnostic messages or audible alarms. The uf goal was originally set to 3000ml but the crit-line was going up so the uf goal was increased to 5000ml. At the end of treatment the uf removed showed 5000 ml but the patient weighed out at the same weight they came in at. The biomed tech confirmed there was no patient injury and no medical intervention was needed as a result of the reported event. Per biomed tech the machine was currently still out of service pending receipt and replacement of the uf pump. Additional follow-up on 03/27/2018 confirmed the machine was repaired and placed back in service without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported during hemodialysis treatment the machine did not remove the programmed weight. Per biomed tech the machine had been removed from service as the machine had been programmed to remove a total uf goal of 5000ml but did not appear to be removing the reported amount at the end of treatment. There were no diagnostic messages or audible alarms. The uf goal was originally set to 3000ml but the crit-line was going up so the uf goal was increased to 5000ml. At the end of treatment the uf removed showed 5000 ml but the patient weighed out at the same weight they came in at. The biomed tech confirmed there was no patient injury and no medical intervention was needed as a result of the reported event. Per biomed tech the machine was currently still out of service pending receipt and replacement of the uf pump. Additional information was requested.